Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) lead and the left ventricular (lv) lead. It was reported that the patient had recently taken a "mild" fall. Subsequent the leads extracted and the crt-d was explanted. The cause of the high impedance issue was undetermined at the time of explant. New leads and crt-d were successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of high out of range impedances measurements were unable to be reproduced during analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Additional analysis revealed that there were no indications that the ra or lv lead was not fully inserted into the header. There was no damage or cross threading to either the ra or lv setscrews.